Event description:
When the physician opened the package it was noted that the hub was completely separated from stent delivery system. No damage to the packaging was noted. The device was not clinically used.